Event description:
A malfunction alarm occurred with the customer's pump during use. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted, leading to the decision to replace the pump. The customer reverted to mdi as a backup therapy. Technical support instructed the customer on proper storage mode procedures before returning the pump and confirmed the shipping details for the replacement.